Event description:
It was reported that an intervention was required to remove and replace a bi-v implantable cardioverter defibrillator (ICD) that reached elective replacement indicator (eri) in less than 4 years, however did not meet anticipated longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: model: 4965-35, implantable pacing lead, implant: (B)(6) 2006; model: 5076-45, implantable pacing lead, implant: (B)(6) 2003; model: 5092-52, implantable pacing lead, implant: (B)(6) 2000. (B)(4).